Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable lead was part of system revision due to repeated wound infections since then. Reportedly, the lead was exposed due to fistula formation. No additional adverse patient effects were reported. The implantable lead was explanted.